Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
At the customer site it was found that there was no audio from the speaker. It is unclear whether the device was being used on or off the network at the customer site. There was no patient involvement.